Manufacturer narrative:
Analysis was normal. No anomalies were found. This supplemental report is also to correct the previously reported information for date of implant and explant.

Event description:
It was reported post procedure, the patient got fever symptoms. The physician believed the pacemaker caused a significant bacterial infection. As such, the device and rv lead was removed. The patient was stable.